Event description:
A caller reported experiencing a malfunction with a pump. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if any issues reappeared. No additional information was received regarding the outcome of the event.